Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our european affiliates, during implant of a 29mm sapien 3 valve in aortic position by transfemoral approach, during deployment of the valve, the balloon had a leak. The system was retracted without any difficulty. After the withdrawal of the delivery system, it was observed that there was a tiny hole on the balloon at the very distal end of the balloon catheter tip. The valve was deployed at 80% and was post dilated with an alternate balloon with very good result. The patient did not suffer any injury due to the event and was noted as to be stable and discharged.

Manufacturer narrative:
Updated section h6. The returned device was visually examined, and the following was observed: compression on flex shaft at 6cm from flex tip. Minor gouges at flex tip. Balloon leak at bonding between crimping balloon and balloon shaft due to crimp balloon damage. X-ray shows exposed metal edge at the compression mark location on inner flex shaft. Double-wall thickness measurements of the crimp balloon were taken. All measurements are within specification. The complaint for balloon leak was confirmed based on based on visual inspection of returned device. However, no manufacturing non-conformance was identified during the evaluation. A review of the device history record, lot history, and complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaints. A review of the instructions for use/training materials revealed no deficiencies. During manufacturing balloons are 100% visually inspected at several different steps and devices are 100% leak tested. Therefore, it is unlikely that the delivery system left the manufacturing site with balloon damage. Additionally, there was no note of abnormalities or leakage on the delivery system during device preparation and de-airing, suggesting that there was no issue with the device when removed from packaging. As reported, "during the deployment of the valve, the balloon had a leakage" and "it was observed a tiny hole on the balloon at the very distal end of the blue catheter (proximal balloon part). The valve was deployed at 80% and was post-dilated with a balloon with very good result". Per evaluation of the returned device, exposed metal edge was observed on inner flex shaft at the location where compression was noted. While the time when the damage occurred is unknown, the compression on the flex shaft indicates that excessive force/manipulation has been applied, which cause the metal component of the flex shaft to bend inward. The crimp balloon is bonded to the distal end of balloon shaft and installed inside the flex shaft. During valve alignment and prior to deployment, the balloon shaft is required to move back and forth respectively within the flex shaft and these movement may have caused the exposed metal to contact and damage the crimp balloon, resulting in the reported leakage during inflation. As such, available information suggests that procedural factors (excessive force/manipulation, damaged flex shaft) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.